Event description:
Reservoir was cracked at the luer connector. Customer states customer did not notice this when customer assembled customer's set-up and customer's blood glucose had gone very high for almost a day before customer noticed the problem. High blood glucose has been treated and customer will continue to monitor. Customer declined testing for ketones.